Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and resolved the issue with rebooting the device. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating the device displays "speaker malfunction" message. It is unknown if the device was in use at time of event, and there was no adverse event reported.